Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns an unknown patient. The patient was taking an unspecified medication for treatment of an unknown indication. On an unreported date, the humapen memoir burgundy (lot 0902c02) was reported to have an empty battery and the pen was reported to be blocked. Upon inspection on 12-feb-2010 the humapen memoir was observed to have missing segments on the display (cirm). This humapen memoir burgundy is associated with (B)(4). The operator of the device and their training status were not reported. The length of time the device was used was not reported. The device was returned on 12-feb-2010. The status of the device was not reported. Update 23feb2010: upon review on 22feb2010, it was determined that the country code for (B)(4) was entered incorrectly. Therefore (B)(4) will be deleted from this database. All information from (B)(4) has been captured in this case. Upon review on 23feb2010, it was determined that the country code for (B)(4) was entered incorrectly. Therefore (B)(4) will be deleted from the database. All information from (B)(4)has been captured in this case.